Event description:
Event description cpi received information that this ventricualr unipolar lead (4285) was removed from service because of undersensing and oversensing, a lead fracture was suspected.